Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). Device evaluated by MFR:bother (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, during the surgery/after implantation, the haptic was loose and the intraocular lens (iol) was removed and replaced with the back-up lens. The device is not returning for evaluation. No adverse event and no impact to patient was reported. Patient is doing well post-operation. No further information is available.